Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to unknown levels. A ambulance arrived to render treatment. For treatment, the patient was given glucose orally. The pod was worn between 4 and 24 hours on the abdomen. No further details to report.